Manufacturer narrative:
Additional information has been provided in d6b.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 70-year-old male patient with cardiomyopathy, history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The patient developed a cerebellar infarct during support. The etiology of the stroke was unknown at the time. The heart failure fellow reported that the patient had been therapeutic on anti-xa levels (ucla has an xa goal of 0.1¿0.3, which they say matches the act 160¿180 recommendation). Discussions were ongoing about drawing concurrent acts in future impella patients to test this xa range. The entire oht committee was discussing impella from a stroke risk perspective, as this was not their first incident. The patient remained on support. Cerebrovascular accident may be associated with underlying critical illness, advanced cardiogenic shock, patient-specific risk factors, and anticoagulation management during mechanical circulatory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3 (manufacturer fax); e1; e3. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
B2, b5, h1, h6 updated based on the additional information received.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 70-year-old male patient with cardiomyopathy, history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The patient developed a cerebellar infarct during support. The etiology of the stroke was unknown at the time. The heart failure fellow reported that the patient had been therapeutic on anti-xa levels (ucla has an xa goal of 0.1¿0.3, which they say matches the act 160¿180 recommendation). Discussions were ongoing about drawing concurrent acts in future impella patients to test this xa range. The entire oht committee was discussing impella from a stroke risk perspective, as this was not their first incident. The patient remained on support. Cerebrovascular accident may be associated with underlying critical illness, advanced cardiogenic shock, patient-specific risk factors, and anticoagulation management during mechanical circulatory support. Additional information received on 11may2026. Family withdrew care and patient subsequently died on support. No further information was provided. Device was discarded and further evaluation cannot be carried out. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support